Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in hospital for routine device change out. During the procedure, it was noted that the left ventricular lead was dislodged. The device was programmed to rv only pacing. The patient was in satisfactory condition post procedure.